Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer treated with food. The customer stated that the cause of the low was just a matter of getting things adjusted. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.